Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit of the hospital due to a low blood glucose level reading which resulted a seizure. The customer was treated with intravenous fluids of saline. At the time of the report with tandem technical support (cts), the customer was still admitted to the hospital. Multiple attempts were made by cts to follow-up with the customer on the reported issue, but no response was received.